Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
24g piv placed without complication until I attempted to retract the needle. The button to retract the needle would not push in causing the needle to not retract which could cause potential caregiver/patient needle stick. I saved the defective IV needle and placed a cap over the needle for safety. Was there injury? No.

Manufacturer narrative:
The complaint that the needle would not retract was confirmed and the cause appeared to be manufacturing related. One video, one needle from an insyte autoguard device, and one open unit package for a 24g insyte autoguard device from lot 5283690 were provided for investigation. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.